Event description:
As reported: the epicardial lead had significantly increased threshold at gen change and also was suspected to be anodal stim when it was able to capture in certain vectors. The lead was capped at gen change and a new quad transvenous lead was implanted.